Event description:
The patient reported during a refill the hcp "was unable to find the refill port for 15 minutes. He tried to draw back liquid [drug] and couldn't do it, so he put more morphine in and then was able to draw out morphine." The patient reportedly had "one margarita" following dinner and went home to bed. The next morning, the patient reports "I got sick and didn't know who I was, I became delirious." The patient reported they went to the ER and were admitted to the hospital for 3 days for morphine overdose. The patient was resuscitated twice. When the patient went home, she was still hallucinating and vomiting. Two weeks later, the patient reported continued nausea, headaches, itching, hair and skin crawling, constipation and double vision. The patient reported "they reduced the pump and I"m feeling pain relief." The patient reported they are taking other medications for breathing and using an inhaler. Additional information received from the hcp indicates the patient was confused, lethargic and obtunded. The patient was treated by turning the pump to minimum rate. The patient recovered without sequela. The hcp noted the patient took alcohol and other sedatives against medical advice without the hcp's knowledge.

Manufacturer narrative:
.